Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a procedure for removal of peridural hematoma, two screws broke while being inserted. The surgery was completed with additional screws of the same item number. The surgical delay was less than ten minutes and no injury to the patient was reported.

Manufacturer narrative:
The reported complaint is two screws out of a five pack broke, however only one screw from the five-pack was returned for evaluation. The screw was visually evaluated with a digital microscope. The complaint is confirmed as the screw has been sheared in half at the minor diameter. The head of the screw was recovered and returned. The head has clear signs of use including a white residue around the threads. The most likely underlying cause of the complaint was determined to be an excessive amount of torque. There are no indications of manufacturing defects.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.